Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device indicated they heard beeping tones. Attempts to contact the patient for further investigation were not successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device indicated they heard beeping tones. Attempts to contact the patient for further investigation were not successful. No adverse patient effects were reported. Subsequent information was received that the patient presented to the physician which verified the device was not emitting tones. The device was confirmed to be functioning appropriately. No adverse patient effects were reported.